Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had the gui cpu (graphical user interface-central process unit) replaced due to clock not holding the time. The ventilator was not on a patient at the time of the event. The customer replaced gui cpu and backlight inverter boards. Uploaded vent software revision ak. The covidien service engineer (se) verified the device. The unit passed all testing and operates within the manufacturing specifications.